Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer re-established the connection of the wireless footswitch with a system restart. Philips has completed a good faith effort to get further information regarding procedure. However, the customer has not responded to the requests. Based on the available information, philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that during an elective procedure the wireless footswitch is not connecting to the system. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.